Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results generated by unicel dxc 660i synchron access clinical system. The results were reported out of the laboratory. It is unknown if the patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.

Manufacturer narrative:
This follow up is submitted to correct typo's observed in the original report. This event should have been filed as a product problem and a malfunction. No additional information is available at this time.

Manufacturer narrative:
Qc results were acceptable. The customer is using reagent lot m004772 and calibrator lot m908746. Service was not needed for this event as the issue is related to reagent. Investigation into root cause of this event is ongoing.